Manufacturer narrative:
The customer returned both blood samples and also opened customer product from the site to the immucor laboratory on (B)(6) 2015. The immucor laboratory then performed testing on (B)(6) 2015, the outcomes of which are summarized below. The immucor laboratory tested the returned blood samples with the returned product which yielded the same unexpected negative outcome as the customer had previously obtained. The blood samples were also tested by the immucor laboratory with retention product which also yielded unexpected negative outcomes. The returned customer product was also tested with known antibody positive samples from the immucor laboratory which yielded the expected positive outcomes.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using panoscreen I, ii and iii - 3 vial set, by tube method, using immucor immuadd enhancement medium.